Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: catheter molded around needle. No patient harm reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: catheter molded around needle. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided one image showing a radial artery assembly. Visual analysis revealed that the catheter body was severely crimped around the needle. The customer also returned one ra catheterization set for analysis. Signs-of-use were observed inside the needle hub. The catheter body was partially deployed off the needle cannula. Additionally, the guide wire was completely advanced though the cannula. Visual analysis revealed that the catheter body was severely crimped. This crimped portion was stuck around the deployed guide wire. To better analyze the guide wire, an attempt to fully deploy the catheter off the assembly was performed; however, it was discovered that the catheter was stuck due to the crimping in combination with a build-up of biological material. Therefore, the catheter body had to be severed in order to deploy. Analysis of the guide wire revealed several locations of offset coils as well as a long continuous bend. This damage prevented he guide wire from being retracted back into the cannula. Based on the observed damage, user error likely caused or contributed to this event. The bend on the guide wire measured 9mm-11mm from the distal tip. The offset coils on the guide wire measured 19mm from the distal tip. The guide wire body length from the orange handle to the distal tip measured 4 9/16", which is within the specification limits of 4 7/16"-4 11/16" per the guide wire (w/ handle) graphic. The guide wire outer diameter measured .403mm, which is within the specification limits of .381mm-.404mm per the guide wire graphic. The catheter body length could not be accurately measured due to the crimping; however, the catheter body outer diameter measured .0350", which is within the specification limits of .0350"-.0370" per the catheter extrusion graphic. The catheter body inner diameter at the proximal end measured .028" which is within the specification limits of .027"-.029" per the catheter extrusion graphic. An attempt to retract and deploy the guide wire back through the needle cannula was performed. It was observed that the guide wire could not be retracted due to offset coils located directly adjacent to the needle bevel. Performed per IFU statement, "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage". The report of an arterial-swg catheter resistance was confirmed through complaint investigation. Visual analysis revealed that the catheter extrusion was extremely crimped around the deployed guide wire, which was also kinked/bent. The appearance of the damage appears consistent with undue force applied during insertion. The guide wire and the catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.